Event description:
Report received from our (B)(6) affiliate stated the pt was wearing acuvue clear contact lenses and subsequently developed eye irritation in the right eye. The eye care professional (ecp) diagnosed the pt with contact lens related corneal infection. The pt was treated with unk eye drops and the ecp advised the pt to try a bi-weekly or daily lens. The event has resolved and the pt has returned to contact lens wear. No further info is available. It is unk whether the pt was treated for an infectious corneal ulcer. Therefore, this is being reported as worst case.

Manufacturer narrative:
Four sealed blisters were received. The parameters of the lenses were measured and a visual insp was performed. The lenses met company standards for base curve, ctr thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in spec. A lot history review was performed and revealed the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Lot 3538940619 was produced under normal conditions. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.